Event description:
Customer reportedly obtained results of 148mg/dl, 141mg/dl, and 86mg/dl on the compact sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.